Event description:
Surgeon reported the lens tore during tension and observed the capsule was torn and the torn lens fell into the vitreous. The surgeon was unable to remove the torn lens from the vitreous and decided to leave the lens in the eye. A vitrectomy was performed and another lens was inserted. Unknown if product caused the capsule tear.